Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of stimulation/therapy and a return of symptoms. The patient fell hard on their implantable neurostimulator (ins) about a month prior to the date of this report. Afterwards, the ins started to turn on and off by itself. It was also reported that the patient was having pain in their legs over the past few days. The patient was to follow up with their healthcare provider (hcp). Indication for use is post-surgical neuritis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.